Manufacturer narrative:
There have been a total of 171,200 sold of this disposable pad with 2 complaints recorded for similar occurrences. This results in a 0.001% complaint rate for this occurrences. We are still investigating with the customer to determine root cause and the device history record for this lot number is being reviewed. A follow up report will be submitted once the investigation is complete or we receive any significant additional information.

Event description:
The customer alleged that after the procedure was completed and the grounding pad was removed, it was noted that the patient's skin was burned on the right thigh in two areas. It was determined that the patient had acquired second and third degree burns. The burns have required multiple surgeries since and the patient was additionally hospitalized as a result.

Manufacturer narrative:
We believe the following characteristics of this event have contributed to this burn: it was found through inspection of the pictures of the used pad that blood and other fluids have come into contact with the return grounding pad. This has allowed the pad to lose contact with the patients skin, thus causing arcing/burning. The customer could not confirm activation times of the handpiece. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted.